Event description:
It has been reported that the patient's personal diabetes manager (pdm) had a 'burn on the charging port'. No device identifier has been provided. The patient discarded the pdm.

Manufacturer narrative:
The case reports the pdm burning at the charging port. Device identifying information was not available as the customer reported the device was discarded. Details related to the report were not provided. Based upon the available information the root cause for the allegation reported cannot be confirmed. The customer did not require medical intervention, and a replacement device was sent.